Manufacturer narrative:
Insulin pump received with stripped battery cap coin slot. Cracked display window corner, reservoir tube lip and minor scratched display window noted.

Event description:
Customer's mother reported that the battery cap was stripped and unable to be removed. Customer also stated that the battery was completely dead and the customer was unable to use the insulin pump. Customer's current blood glucose reading is 317 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.